Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 36 unopened racepacks and 2 opened. Analysis and results: there are no previous complaints of the same code-batch. (B)(4). Received 36 closed samples and 2 open samples with the needle detached from the thread. Tested the needle attachment of all closed samples received and the results fulfill the OEM requirements. The two needles were checked of the open samples received and we have noticed that there are marks of needle holder/surgical instrument in the needle attachment area. The needle has been damaged during handling of the suture and the needle detachment could be caused by this. As it is indicated in the instructions: for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of all closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that the needle detached from the thread.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 36 unopened racepacks and 2 opened. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are (B)(4) units in our stock. Received 36 closed samples and 2 open samples with the needle detached from the thread. Tested the needle attachment of all closed samples received and the results fulfill the OEM requirements. The two needles were checked of the open samples received and we have noticed that there are marks of needle holder/surgical instrument in the needle attachment area. The needle has been damaged during handling of the suture and the needle detachment could be caused by this. As it is indicated in the instructions: for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of all closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that the needle detached from the thread.